Manufacturer narrative:
Per good faith effort (gfe) response received 06jan2026, it was confirmed that the unit would not exceed 60% oxygen and was observed to reach only 32%, the device was evaluated through troubleshooting in the biomed shop. Respiratory staff reported the condition to biomed; however, a diagnostic report (drpt) was not available, and no diagnostic codes were displayed on the unit. Troubleshooting included connecting the device to a flow meter, which confirmed that the unit was not delivering oxygen above 60%. To address the issue, the valve located at the rear of the device where air tanks may be connected was removed, and the unit was connected directly to the wall oxygen source. Following this configuration change, the device was re-evaluated using a flow meter and successfully met performance specifications. No parts or components were replaced during this process. The device was confirmed to be functioning as expected; information regarding return to service was not specified. The removed part remains with the respiratory manager and has not been returned to respironics for further investigation. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not reaching the accurate level; would not go above 60% as the oxygen only reached 32%. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with assistance from the remote service engineer (rse) and confirmed the reported issue. The customer initially stated that the device would not go above 60% o2. The device was then connected to a test lung and further testing confirmed it would not exceed 32% o2. Troubleshooting was performed with the customer, following steps that are provided in the philips service manual. The customer stated that they will attempt to remove the manifold and connect o2 directly to the v60. This investigation is ongoing.